Event description:
It was reported that the device's battery compartment may have caught on fire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service technician. The issue identified, which was smoking, is not reportable. However, it was found that the smoke was due to a shorted trolley cpu board circuit. The issue was resolved for the customer by replacing the unit under oe # (B)(4).

Event description:
It was originally reported that the device's battery compartment may have caught on fire. After further investigation, the device did not catch fire, as there was only smoke.